Event description:
The customer reported that while performing a manual washing cup cleaning on the alinity I processing module with distilled water, the individual was splashed in the face, mouth, and eyes. There was no injury reported and no further impact to user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that while performing a manual washing cup cleaning on the alinity I processing module with distilled water, the individual was splashed in the face, mouth, and eyes. There was no injury reported and no further impact to user safety was reported. Update: the customer confirmed that the impacted individual was wearing safety goggles. The customer also reported that the user did not require any medical treatment to be provided.

Manufacturer narrative:
The investigation found that the customer was using a beaker to manually clean the wash cup. The weekly manual wash cup cleaning procedure lists only purified water and cotton swabs as required materials. The splashing event did not following the cleaning procedure as the procedure does not instruct the user to place the alnty I baffle wc in a beaker for cleaning. The user did not follow the cleaning procedure. The instrument service history review for (B)(6) revealed no additional service tickets associated with exposure/splash in the face. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. Return testing was not completed as returns were not available. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alnty I baffle wc did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the information within the complaint record, neither a malfunction nor a deficiency of an abbott product was identified.

Event description:
The customer reported that while performing a manual washing cup cleaning on the alinity I processing module with distilled water, the individual was splashed in the face, mouth, and eyes. There was no injury reported and no further impact to user safety was reported. Update: the customer confirmed that the impacted individual was wearing safety goggles. The customer also reported that the user did not require any medical treatment to be provided.

Manufacturer narrative:
Additional information in section b5.